Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed the inflation line is causing a restriction at the time of inflation or deflation. The confirmed issue is a known issue and has been investigated under corrective and preventative actions. Complaint trends will continue to be monitored.

Event description:
It was reported that prior to use, a nurse felt resistance when she tried to inflate the tracheal tube cuff. There was no reported patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).